Event description:
Customer reported that on (B) (6) 2010, she observed missing segments on the system check screen and subsequently experienced two seizures resulting in a loss of consciousness. Customer noted the first event occurred at approximately 9:00 am and the other event occurred at approximately 6:30 pm. Customer self-treated with metformin and other non-diabetes related medications and then self-presented to a local healthcare facility where she was diagnosed with hypoglycemia and treated with an intravenous infusion of dextrose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The device ((B) (4)) has been returned and an investigation utilizing the returned meter, a new battery and retained test strips (lot no: 0833212) has determined the complaint is not confirmed. Meter powered on with button depression and with insertion of a test strip. Missing segments were not observed. Additionally, while troubleshooting with customer service, customer acknowledged she had dropped or otherwise stressed the meter.